Event description:
Rptr had back surgery in nov 1986. He had his l5 vertebra removed and 2 sets of pins implanted "harrington rods with knot wore loops" he has experienced pain ever since and hasn't worked. He saw a show or article about pins and non-FDA approval and called for info.